Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. The fse tested the unit with a demo balloon and the unit would not fill and displayed an autofill failure. The fse examined the fault logs and observed "0xf fill fail - pressure solenoid fail k8 solenoid failed to open on initial autofill. (On patient, not using trainer." The fse also observed that k8 failure caused intermittent autofill cycles. The fse replaced the defective drive manifold assembly due to the k8. However, during testing, the fse observed a secondary issue causing autofill failures as a result of a defective compressor. Specifically, the compressor would not pass drive calibration and failed on the pressure side. The fse resolved the contributing compressor failure issue by replacing the scroll compressor. The fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the end user that the cardiosave intra-aortic balloon pump (iabp) unit's autofill was not working. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated field: b4, d9, e1-(site country), g3, g6, g7, h2, h4, h6(type of investigation, investigation findings, investigation conclusions),h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) unit's autofill was not working. A getinge field service engineer (fse) stated failure observed by end user ¿auto fill failure¿. Fse tested cardiosave with demo balloon and would not fill, displayed autofill failure. Examined fault logs and observed ¿0xf fill fail - pressure solenoid fail k8 solenoid failed to open on initial autofill. (On pa= ent, not using trainer¿. K8 failure causing intermittent autofill cycles. To resolve issue replaced defective drive assembly due to k8, during testing observed secondary issue causing autofill failure, defective compressor. Compressor would not pass drive calibration, pressure side failure. Replaced compressor and corrected compressor failure. Performed drive calibration and passed to specifications. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. It is also unknown if there was a patient involvement. However, there was no adverse event reported. The national repair center installed the compressor into the cardiosave test fixture and tested the compressor to factory specifications per procedure and the cardiosave service manual. The nrc verified the failure of the compressor failure of the pressure side unable to reach 290 mmhg. Factory specification is 290 +/- 10mmhg. Retained the compressor in the nrc per procedure 0002-07-d008 rev aj. Further investigation may be required by sustaining engineering. If further investigation is not required, the compressor shall be scrapped. Tested the drive manifold assembly to factory specifications per cardiosave service manual. Autofill failure issues were not observed ¿ system passed all manifold tests and all performance testing. Since there was no patient involved and no adverse event was reported; as per our process the part will be store in our secure area for 30 days after the investigation is closed and then it will be discarded. The non-conformances with the returned components were confirmed for compressor only. However, the root cause or the most probable root cause is impossible to be defined. The non-conformances with the returned component (drive manifold assembly) were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.